Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was used for percutaneous transluminal angioplasty (pta) in the left subclavian artery, inserted from the right common femoral artery (cfa), but it would not advance. The user removed the device once to check it and found that the tip was damaged. Then, dilation was performed with a 5fr sheath and another manufacturer's device was used instead. The physician commented the puncture site was a bit hard. Examination of the device revealed a small tear and stretching noticed at the tip. There have been no adverse effects to the patient reported.